Event description:
It is reported that patient originally received total hip arthroplasty using harris stem in 1988. In 1999 patient fractured femur at the distal end of the stem and received internal fixation using cable and plate, but could not obtain union. In 2000, a beaded full coat stem was implanted to fix non-union part of femur. In 22 months post-operation, stem was found being bent. Revision surgery was conducted in 2002, and bent stem was replaced.